Manufacturer narrative:
H.6 investigation: DHR for lot 9190023, 9190039, 9190496 has been reviewed. No related quality issues or process deviations were found. The defect of other could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
It was reported that during use it is discovered that the device is damaged with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter: from the hospital ward they have received info, that there is a broken ones. Many of those not working: silicon valves get off the edges. (We know they are using swabcap).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use it is discovered that the device is damaged with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter: from the hospital ward they have received info, that there is a broken ones. Many of those not working: silicon valves get off the edges. (We know they are using swabcap).